Event description:
A legal notice regarding an injury sustained during a customer in-service training session involving the gentlelase dermatology laser. An employee of the customer was reported to have received a second degree burn and a permanent scar on the face.

Manufacturer narrative:
This is a retrospective report. During the training exercise, one blister was noted to have formed on the individuals forehead. It was treated with ice at the time with no further issue. There was at the time and continue to be no known problem with the laser.